Manufacturer narrative:
Continuation of medical devices: product ID 97702, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. The patient's other implanted device was addressed in MDR # 3004209178-2018-12613. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain . The patient "used to fall out of bed" and this was maybe 6 months ago. The exact dates were unknown. It was reported that the patient was having back pain starting 2.5-3 weeks ago that felt like they were sitting on a rock. Their tailbone was also involved per the reporting consumer. The patient had been in the hospital 3 times (on sunday, tuesday, and wednesday) because of this. They finally got a shot of muscle relaxer, 2 valium, and a shot of morphine to get it to settle down. They did not think the stimulator was working correctly. They had 2 implants with one for the hip which had been in for longer and the other for the shoulder. Additional information was received from the consumer on (B)(6) 2018 reporting that starting last week ((B)(6) 2018) they were having severe back problems. They had been outside weeding and was bent over for a long time. When the patient stood up they seemed okay but when they sat down in a chair, their legs would not move and were stuck. The patient had severe back pain after. Clarified information stated that the patient had been hospitalized 4 times for that and nothing would help. The patient had been leaning on the stimulator and putting pillows behind their back but it did not help. No further complications were reported.

Manufacturer narrative:
Refer to regulatory report #3004209178-2018-12613. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that one of the devices is "not acting right". The patient clarified that "not acting right" as the device is not stimulating the legs correctly and the patient has pain. The patient stated that their feet and legs are painful and they can hardly walk. No further complications were reported or anticipated.